Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced exposed pump, erosion and wound dehiscence. Surgical intervention occurred on (B) (6) 2009; the pump and catheter were explanted. Per the health care provider, the pt 'is essentially doing continuous sit-ups' (unspecified. The pt outcome was non-serious injury/illness. The device contained baclofen (500 mcg/ml) and the pt was receiving a daily dose of 138.19 mcg/day. Final device analysis of the returned pump and catheter segments revealed no anomaly found; normal device function.